Event description:
The customer called requesting some information regarding testing of the device; specifically, testing in the AED mode, testing for automatic discharge and a specification for self discharge time. There was no report of patient involvement.

Event description:
The customer called philips because they need info on testing. There was no specific reported malfunction that failed for operational check. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.